Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch due to high out of range impedance measurements. There was no noise or oversensing, and all other lead measurements were noted to be normal. The safety switch was reset and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.